Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse checked surgeon side console (ssc2) and observed that the right eye was black. Fse checked the monitor and could not get a signal and subsequently replaced the high-resolution stereo viewer (hrsv) monitors. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the hrsv monitors for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported while checking system functionality that there were no color bars in surgeon side console's (ssc2) right eye. The customer power cycled the system twice, but the issue remained. The intuitive tech support engineer (tse) instructed the customer to perform a hard power cycle, but the issue persisted. The customer advised that the next procedure would be performed with a single ssc. There was no patient involvement.